Event description:
A malfunction alarm with code malf 15 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue happened again.